Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be examined. The analysis is thus based on a review of the production documents of the product complained about and an analysis of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In the analysis of the supplied data, recorded between 9-apr-2020 and 24-jun-2020, the rv pacing impedance was initially measured with 400 ohm before it rose above 3000 ohm towards the end of the recording period. The rv shock impedance was first recorded at 60 ohm before it rose above 150 ohm towards the end of the recording period. Despite the available information, no conclusions can be drawn as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, please send this to use also. The incident will then be updated accordingly.

Event description:
It was reported that this lead showed a shock impedance increase (impedance greater than 150 ohms) approx. 156 months after implantation. The lead was deactivated and left in place. A new lead was implanted.